Manufacturer narrative:
(B)(4). Lead model 3093-28 lot# v962972 implanted: 2012-(B)(6) explanted: unk; programmer model 3037 serial# (B)(4).

Event description:
It was reported that the patient had traveled to (B)(6) in 2010 and picked up an infection that never responded to antibiotics. The patient's bladder was catheterized, and it was stated that she had experienced many issues since then. The experienced was very traumatic and scar tissue in the bladder and never healed. The patient's symptoms were controlled during a trial implant, and the patient went on to a permanent implant. After the implant the patient had difficulty adjusting stimulation due to swelling. The patient had no stimulation sensation, did not received therapeutic benefit, and reported going to the bathroom every 20 minutes. Her urgency increased 10x and she had to bear down very hard to get any urine out, which caused pain. The patient stated she had to go every 10 minutes, which added to the pain in her bladder and pelvic bones, and she was in too much pain to sleep, eat or walk. The patient was directed to see a pain management doctor for the pain she reported, and was seen at the ER for pain following the implant, but stated that hydrocodone didn't help. She was very shaky, constipated, and experienced retention in urine and bowels. It was reported that the only relief she got was when she turned off the device. It was noted that the patient commonly experienced "flare ups" due to her medical condition. The patient was on program 2 at 0.2v. The patient thought she might have turned the device off, but didn't know. The patient stated that her programmer training was ineffective as she was under the effects of anesthesia. Five days later the patient changed to program 1 and stated that it was somewhat helping. The patient felt stimulation in her ribs on some of the programs. Over a week and a half the patient tried all of the programs and was able to feel stimulation, but no matter what setting was used the patient had an increased urge to urinate. The patient believed that the system had agitated her nerve, and noted that the area had a lot of trauma from previous surgeries. The patient thought that unhealed scar tissue in the bladder might have been a factor. The patient stated that she had an adverse reaction, and was scheduled to have the device removed. Additional information has been requested, but was not available as of the date of this report.